Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lcs handle broke off during the knocking off of the femoral trial component. No surgery delay. No adverse patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Reviewing physical device we can confirm reported event. The femoral extractor is broken from the tip. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was confirmed that all pieces of the broken instrument retrieved from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Reviewing physical device we can confirm reported event. The femoral extractor is broken from the tip. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review: quantity manufactured: (B)(4). Date of manufacture: 6/1/2021. Any anomalies or deviations identified in DHR: (B)(4) pieces scrapped upon receipt from the supplier due to damage to the shaft after overmold. (B)(4) pieces reworked due to machine lines. Expiry date: parts are nonsterile. Label date is 4/19/2021. IFU reference: IFU nonsterile inst rev k.